Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during an unspecified procedure, the gastrointestinal videoscope had no response in the angulation section when performing the up movement. There were no reports of patient harm.